Manufacturer narrative:
Follow-up #1 (B)(4) 2011-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a review of the total daily dose history from (B)(4) 2011 to the end of pump use on (B)(4) 2011 showed that the daily insulin delivery totals correctly reflect the users programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering insulin within specifications. The pump casing was found to be damaged. The user guide instructs the patient that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump.

Manufacturer narrative:
Review of pump by pt, wife, and staff nurse indicated variable bolus deliveries for (B)(6)2010 to (B)(6)2010 (0.0, 15.6, 10.9, and 5.5 units/day). Pt's wife reports that he frequently forgets to deliver bolus insulin. The pt continues to wear the pump without further reports of blood glucose excursions. The pump has not been returned to animas. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The pt reported he was evaluated in the emergency room of (B)(6) medical center, (B)(6), for symptoms of hyperglycemia; blood glucose was reported to be 934 mg/dl with negative ketones; and he was subsequently admitted to the hospital for treatment.